Event description:
On (B)(6) 2013, a side port aspiration of itb pump was in the process of being performed. A catheter access port kit from medtronic 8540 was to be used. When the drape was removed from the sterile tray, a very long black hair was noted to be intertwined inside the folds of the drape. On (B)(6) 2013 baclofen pump refill was in the process of being performed. When the sterile kit was opened there was a long black hair noted sticking out of the sterile drape.